Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received stated that the atrial lead and right ventricular lead were explanted and replaced on (B)(6) 2019.

Manufacturer narrative:
The reported events of high capture threshold and high lead impedance were confirmed. Final analysis found the complete lead was returned in one piece measuring 47.0 cm with an extraction tool found inside the inner coil. Calcium deposit and tissue were found on the ring electrode. The lead continuity test found the inner coil was out of specification due to being returned with an extraction tool inside the lead body. The continuity test of outer coil was 36.4 ohms and within specification after calcium deposits were removed from the ring electrode. The lead impedance in bipolar mode was 1975 ohms. After the calcium deposit and tissue were removed from the ring electrode, the lead impedance was 530 ohms. The cause of high capture threshold and high lead impedance was due to calcification of the ring electrode. The reported event of lead fracture was not confirmed. Other damages found were sustained during the surgical procedure. The lead was otherwise normal. No anomalies were found.

Event description:
New information received stated that the patient was in stable condition during and post procedure. The patient was discharged from the hospital the following day.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was referred to the electrophysiologist due to high capture threshold and high lead impedance found on the right ventricular and atrial leads. The physician suspected there were lead fractures. The patient was in stable condition. No further incident was reported. Related manufacturer reference number: 2017865-2019-16645.